Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the low voltage lead exhibited placement difficulty. The physician was unable to screw out the helix and fixate the lead. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead, the helix is extended and bent. The proximal conductor is bent at 49.5 cm due to the stylet bent inside of the lead. If information is provided in the future, a supplemental report will be issued.